Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown philos screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: buchmann, l. Et al. (2021), proximal humerus fractures (phfs): comparison of functional outcome 1 year after minimally invasive plate osteosynthesis (mipo) versus open reduction internal fixation (orif), european journal of trauma and emergency surgery, vol. Xx, pages 1-6 (switzerland). The aim of this study was to compare the 1 year outcome following either technique in type b phfs. From 2009 to 2019, all patients were treated with proximal humerus interlocking system (philos) and stratified according the approach into group mipo or group orif. This study included 149 patients in group orif, and 49 in group mipo. The mean age of the study population was 64.6 (sd 17.8) years. Patients were followed-up 6 weeks, 3 months, 6 months and 12 months after the surgery as part of the routine clinical aftercare. The following complications were reported as follows: group mipo: 1 patient reported persistent pain at rest as well as in motion for longer than 3 months. 1 patient reported wound dehiscence. Group orif: 5 patients reported transient postoperative nerve injury. 3 patients reported injuries of the axillary nerve. 2 patients had injuries of the radial nerve. 4 patients required reoperation based on screw perforation, and secondary humeral head necrosis. This report is for an unknown synthes philos screws. This report captures the reported events of 4 patients required reoperation based on screw perforation, and secondary humeral head necrosis. This is report 2 of 2 for complaint (B)(4).